Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial number (B)(4) revealed the ins was functionally ok with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the device wasn¿t returned to the rep from the hospital. The rep made a second request for the device. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had return of symptoms and nothing changed according to the neurologist. The doctor thought maybe the device had unusual wear or damage causing the patient to experience a return of symptoms, previously managed. Patient reported normal use and the doctor mentioned microwaves could possibly cause interference. Impedances were tested and everything checked out normal. Programming was changed at the neurologist's office and there was no better control. The surgeon felt the disease may have progressed resulting in panic from the patient. The device was replaced on (B)(6) and therapy was restored. The rep was waiting on follow up from the patient. No further patient complications were reported/ anticipated as a result of this event